Manufacturer narrative:
The attempted lead was not returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Boston scientific received information that a new implant procedure was performed and this right ventricular lead was implanted at the apex with normal measurements. However, the suture sleeve had to be cut and pushed deeply to suture the lead in place as the heart was very large. After device connection, the pocket was closed and pacing failure was noted on the electrocardiogram. A chest x-ray was performed and revealed that the lead had dislodged. The pocket was reopened and the lead was fixed again. However, the lead moved again after the suture sleeve was placed. The lead was then replaced to a (B)(4) and difficulty was experienced inserting the new lead into the right ventricle. The procedure was stopped due to excessive bleeding and increased x-ray time. The next day, the 4137 lead was implanted from the right side properly. No additional adverse patient effects were reported.